Event description:
Customer reported that there was an incident from (B)(6) regarding dislodgement of the monkey pull from the hanging pole when this pt tried to pull himself up by using the monkey pull, the monkey pull dropped suddenly and hit his forehead. As a result, about 1 cm x 0.5 cm laceration was found on his forehead and required suturing. The customer investigated the comment on the different size of hanging loops of monkey pulls were found on old and new model monkeys. The loop of the old model monkey pull was found too large to keep the monkey pulls in proper position which might possibly pass through the guard pin on the hanging pole easily.

Manufacturer narrative:
This report is being filed (B)(4) on behalf of the MFR arjohuntleigh (B)(4), 3007420694. (B)(4). The device was inspected at the user's facility by a rep of the MFR's sales and service unit subsidiary division, no a direct employee of the MFR. No actual problems were found with the accessory it is to the current specification, is only the second time such event has been reported to us, the first event was reported to us in (B)(4) 2011. After the first report testing was carried out to try and replicate the event as described. When correctly fitted the strap and handle is retained by two pegs on the lifting pole which protrude approx 20 mm above the surface of the lifting pole (the correct fitting of the strap and handle is shown in the instructions for use ((B)(4)). The failure could only be replicated by the MFR when the strap and handle was being pulled at an almost horizontal angle which would be consistent with the normal use of the lifting pole (see also non-standard test (B)(4)). In order for the strap and handle to come off the lifting pole, the loop of the strap would have to rise up and over the 20 mm high front peg which would be highly unlikely while under load. The way of affixing the strap and handle to the lifting pole (i.e. Between two pegs) has been used for many years on various models of the lifting pole accessory for various beds. It is the MFR's conclusion that the strap was not correctly located before the pt commenced with the transfer. Therefore this incident appears to be isolated issue, we will review the fitting dimensions of the strap with our supplier, but do not propose any further action at this time. We shall continue to monitor for any further incidents of this nature and will of course inform you if these should arise, but would ask you to consider the incident closed.